Event description:
Additional information was received indicating the event was resolved by explanting and replacing the right ventricular lead. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging and provocative testing were performed but revealed no anomalies. Rv lead revision is anticipated to be performed. No further intervention was performed at this time. The patient was in stable condition.